Event description:
It was reported that during a low anterior resection. After firing the device, the surgeon could not remove the device from the bowel. The procedure was converted to open. The surgeon transected the bowel to remove the device and finished the case with hand suture. This increased the o.r time by more than one hour.